Manufacturer narrative:
Section b1 adverse event/product problem: added product problem. B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was implanted with a complete seal noted. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee), and the closure device was noted to be well seated without evidence of leak. The patient was admitted to the hospital with stroke-like symptoms. Upon further review of the routine 45-day tee, the closure device appeared to have shifted proximal. The patient is scheduled for a repeat tee to confirm findings. Unknown at this time for patient future intervention.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was implanted with a complete seal noted. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee), and the closure device was noted to be well seated without evidence of leak. The patient was admitted to the hospital with stroke-like symptoms. Upon further review of the routine 45-day tee, the closure device appeared to have shifted proximal. The patient is scheduled for a repeat tee to confirm findings. Unknown at this time for patient future intervention.